Event description:
The complainant reported a patient in cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support a clot formed in the cannula. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
No product was returned for investigation. The lt log confirms low pump flow when the pump is started and shows a suction alarm. The cause of the low pump flow was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.